Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav delivery system. The 27mm navitor and large flexnav were prepared and loaded as recommended in the instructions for use (IFU). However, while introducing the flexnav ds, resistance was encountered. The 27mm navitor was implanted. It was noted that during loading, there was no issues with retracting the valve into the delivery system, there were no issues leading the retainer tabs into the retainer receptacle, there was no increase in drag noted on the deployment/resheath wheel, the correct loading was done, there were no crossed or misaligned stent struts, there was no excess force required to turn the re-sheath wheel while attempting to retract the valve into the delivery system, the loading tube had been positioner per the instructions for use (IFU), and the correct base insert was used. The patient remained hemodynamically stable throughout the procedure. However, after the procedure, the patient became hemodynamically unstable. A computed tomography (CT) scan was performed and revealed bleeding in the area of the access vessels, requiring a stent graft. The patient was transferred to surgery. It was reportable that the patient status was stable.

Manufacturer narrative:
An event of insertion difficulties into patient was reported. Information from the field indicated that resistance was met when inserting the device into the patient¿s anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported insertion difficulty appears to be related to patient condition. The cause of the reported vascular dissection, and bleeding could not be conclusively determined. The reported unexpected intervention, hospitalization and surgical intervention was required as there was a need of implanting a stent graft. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.